Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "the instrument wrist didn't work properly." Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. For clarification, the tip-up fenestrated grasper instrument was found to have the main tube broken. A piece measuring approximately 0.078¿ x 0.121¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site: the tip-up fenestrated grasper instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were about 0.086¿ -0.128¿ in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument wrist did not work properly. A backup instrument of the same kind was used, and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) completed customer follow-up and no further information or details about the procedure was obtained.